Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certai CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging developed cardiac inflammation, in cardiogenic shock, and was in ICU, was given drugs and pulled through from that critical state. Patient also reported that she is a type 1 diabetic and states that renal failure is from the cardiogenic shock that her blood urea nitrogen levels are abnormal. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following correction has been updated in this report. Section "product UDI" in box c has been updated/corrected.